Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During interrogation, asymptomatic self-terminating arrhythmia was induced at the conclusion of capture testing. Additionally, ventricular over-sensing of far field atrial activation was noted in a stored high ventricular rate episode on (B)(6) 2020. No intervention was performed. The patient was in stable condition.